Manufacturer narrative:
The insulin pump had a blank display after the countdown. The problem was isolated to the mother board. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a blank display after changing their battery. Customer also reported the insulin pump would count to 7 and power off. The customer also reported they have tried three batteries, but the insulin pump would not power on. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was 200 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.